Event description:
Infection is resolved and all incision sites healed.

Event description:
Patient presented to the physician with redness and warmth at the sense lead incision site. The physician prescribed antibiotics to address the potential infection.